Event description:
Additional information received stated that the patient's infection had resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-05557, 3006705815-2021-05558, 1627487-2021-18194, 1627487-2021-18195, it was reported that the patient experienced an infection of their ipg and lead sites. As a result, surgical intervention took place wherein the entire scs system was explanted. The patient was prescribed antibiotics.